Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the ruptured implant was only the right implant. The patient experienced device migration on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-jan-2022, mentor received additional information regarding the status of the suspected medical device and the patient¿s symptoms. The suspected medical device was discarded inadvertently and is not available for product evaluation. Previously, device migration was reported only for the left side. However, additional information revealed that the patient experienced bilateral device migration. Updated reason for device explant and/or reoperation: the patient wanted to remove the implant due to her ivf treatment, device migration. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and suffered from a bilateral rupture. As a result, the patient had undergone removal without replacement on (B)(6) 2021. This medwatch is for the right side.